Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system recorded a signal artifact monitoring (sam) episode due to right atrial (ra) lead impedances were out of range. Additionally, a minute ventilation (mv) sensor noise was seen in an atrial tachy response (atr) episode. This ra lead remains in-service and will be in continue monitoring. No adverse patient effects were reported.